Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump oil, oil mist filter, catalytic converter, and the o-ring were replaced to resolve the smells/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of "smell and haze" emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp mistakenly reported in the initial report submitted on 12/19/2018 that the o-ring was one of the parts replaced to resolve the odor/smells and haze issue. The o-ring was not replaced as a result of this issue. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells and haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells and haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the odor/smells and haze issue is the vacuum pump oil, oil mist filter, and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).